Event description:
It was reported that error 4 occurred sometime during the case. The instrument was replaced and the error continued. The case was completed with the third instrument and the second handpiece without any pt consequence reported.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. A batch record review was performed and no anomalies were found during the manufacturing process.